Event description:
As reported from patient support, psc received the email below from a patient in arizona. Patient inquired about irregular heartbeats that they noted after their tavr and subsequent pacemaker. The patient had tavr with the sapien 3 ultra resilia. Prior to getting discharged, patient was placed on a heart monitor. According to patient, on the day of their scheduled cardiology follow-up, they reportedly passed out briefly and was taken to their doctor's office. From the office, the patient was transferred emergently to the medical center for treatment of complete heart block. On post op day 8, the patient had a dual pacemaker implanted. Later, at patient's follow-up echo two weeks later, they reported that 'her aortic valve looked fine'. However, in august of this year, patient noted the onset of irregular heartbeats with feelings of 'skipped beats' or 'one beat too many'. Patient called their cardiologist's office and was told that someone would reach out to her in 24-48 hours.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. In this case, there was no allegation or indication a device malfunction or use issue contributed to this adverse event. Investigation results did not provide a root cause so it is unlikely to be related to the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h11 correction. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings, sections g6, h2, b5, b7, h6: type of investigation added.

Event description:
As reported from patient support, psc received the email below from a patient in arizona. Patient inquired about irregular heartbeats that they noted after their tavr and subsequent pacemaker. The patient had tavr with the sapien 3 ultra resilia. Prior to getting discharged, patient was placed on a heart monitor. According to patient, on the day of their scheduled cardiology follow-up, they reportedly passed out briefly and was taken to their doctor's office. From the office, the patient was transferred emergently to the medical center for treatment of complete heart block. On post op day 8, the patient had a dual pacemaker implanted. Later, at patient's follow-up echo two weeks later, they reported that 'her aortic valve looked fine'. However, in august of this year, patient noted the onset of irregular heartbeats with feelings of 'skipped beats' or 'one beat too many'. Patient called their cardiologist's office and was told that someone would reach out to her in 24-48 hours. After reviewing the medical records provided, the patient is a 75-year-old female, with a history of severe aortic stenosis, mitral regurgitation, chronic diastolic heart failure, complete heart block, left bundle branch block, hypertension, pulmonary nodule, diabetes mellitus, and syncope, who underwent a successful implantation of a 23mm s3ur valve in the aortic position on (B)(6) 2025. No complications were documented immediately post-implantation, and discharge occurred on postoperative day 1. The patient reported on the patient support call that they had irregular heartbeats following tavr, which were confirmed as complete heart block. On (B)(6) 2025, the patient was readmitted due to episodes of heart block with 5-second pauses which had reoccurred over the previous 24 hours. Following cardiology consultation, a dual-chamber permanent pacemaker was implanted on (B)(6) 2025, and they were discharged home on postoperative day 2. The echocardiogram done on (B)(6) 2025 had confirmed the valve was well seated with a mean transvalvular gradient of 6 mmhg and no perivalvular regurgitation. Continued symptoms of irregular heartbeats described as 'skipped beats' or 'one beat too many' were reported to the cardiologist's office on (B)(6) 2025 after the implantation of the non-edwards pacemaker and the patient was informed that they would be contacted.